Event description:
Pacemaker was under bsc advisory for high battery impedance. Patient dependent on pacemaker, recommendation to prophylactically replace pacemaker when battery reaches ~4 years remaining longevity. Generator replaced.